Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of hi on the meter (over 33 mmol/l) after the time was inadvertently adjusted to am instead of pm. The reporter stated that the pump time and date had reset with the removal of the battery and the time and date was set incorrectly on the verify screen. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrectly setting the time on the verify screen after the time and date reset.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated the time and date had reset to factory default settings after reboots. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.